Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was noted during carrying out preventive maintenance the paint was peeling from fork and the headlight cover was cracked with missing particles. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was noted during carrying out preventive maintenance the paint was peeling from roll bar and the headlight cover was cracked with missing particles. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 700. It was noted during carrying out preventive maintenance the paint was peeling from fork and the headlight cover was cracked with missing particles. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled. It was noted during carrying out preventive maintenance the paint was peeling from fork and the headlight cover was cracked with missing particles. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaries for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. As per subject matter experts¿ expertise, the involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces and lead to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time of cleaning agent with the device and to wipe it with a dry cloth and to make sure no liquid residue is left on the device after cleaning. User manual for powerled also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: ¿ prolonged exposure to detergents and disinfectants solutions ¿ high concentrations of cleaning agents ¿ prohibited products. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend performing corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Defective parts were replaced by pwd300 - capot superieur aluminium (B)(4) and s/e arceau sf std 700 sans bouchon (B)(4). The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 25th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was noted during carrying out preventive maintenance the paint was peeling from roll bar and the headlight cover was cracked with missing particles. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.